Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast in the lumen and balloon. Microscopic and tactile inspection on the distal shaft found no irregularities or defects. Microscopic inspection found no irregularities or damage to the tip of the device. Microscopic inspection found no irregularities with the bond of the device. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set; the ID was within specification. Microscopic inspection revealed inner buckling on/at both sides of the proximal markerband. The guide wire used in the procedure was not returned for analysis, so a kinetix plus .014¿ guidewire was loaded onto the complaint device. The wire loaded easily onto the tip of the balloon catheter, but there was resistance at the proximal markerband. The wire was also loaded at the port weld, and advanced smoothly until the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. A 3.50mmx15mm nc emerge balloon catheter was advanced but became stuck with a non-bsc guidewire. The device was removed together with the guidewire. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. A 3.50mmx15mm nc emerge balloon catheter was advanced but became stuck with a non-bsc guidewire. The device was removed together with the guidewire. No patient complications were reported and the patient's status was good.